Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, during the 6th firing, the surgeon tried to load the clip for blood vessel use. When the surgeon squeezed the handle about half way, the clip dropped out and the situation continued afterwards. The product was stopped using and replaced by a new one. The event occurred during the procedure but the product was not used for patient. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the instrument was received fully applied with no clip remaining. The body of the instrument was separated into two pieces. The clip counter was missing. The ratchet pawl was missing. A fully formed clip was found inside the instrument body. The condition of the instrument precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.